Event description:
It was reported that this pacemaker exhibited a high right ventricular (rv) capture threshold. Technical services (ts) discussed device using high percentage of power usage. Additionally, a review of a stored atrial tachy response (atr) noted possible oversensing. An analysis of device data confirmed this device was depleting normally. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to section h, field h6: impact codes.

Event description:
It was reported that this pacemaker exhibited a high right ventricular (rv) capture threshold. Technical services (ts) discussed device using high percentage of power usage. Additionally, a review of a stored atrial tachy response (atr) noted possible oversensing. An analysis of device data confirmed this device was depleting normally. The rv lead outputs were set manually. This pacemaker remains in service. No adverse patient effects were reported.